Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the atrial lead failed to capture. The procedure was completed using another lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.